Event description:
The tubing coming out of drip chamber was clamped together.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: set, administration, intravascular.

Event description:
The tubing coming out of drip chamber was clamped together.